Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that it was the safety disk that failed the membrane test. So, in order to fix the issue, the fse replaced the safety disk (0202-00-0140). The fse then tested the unit and was working ok. The unit passed the electrical safety test. The fse performed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.